Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a pump error recur. The error was happening during the self test. The first self test passed but the alarm recurred. The insulin pump will return.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures alarm was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor (u1).